Event description:
There was a sensor error on the soundstar eco diagnostic ultrasound catheter after being placed into the patient. The catheter was removed and replaced without incident or harm to the patient. Manufacturer response for ultrasound catheter, soundstar eco diagnostic ultrasound catheter (per site reporter). Product handled by mfg and they notified the mfg directly. Will be returned to the manufacturer under their return number: (B)(4). Similar reports in maude.